Manufacturer narrative:
Patient information was not provided. Device has not been returned to sorin group. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that bubble detector for the sorin s5 system shut off during a procedure. After rebooting, it changed from the 3/8" setting to the 1/4" setting by itself. The bubble detector was replaced. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that bubble detector for the sorin s5 system shut off during a procedure. After rebooting, it changed from the 3/8" setting to the 1/4" setting by itself. The bubble detector was replaced. There was no report of patient injury.

Manufacturer narrative:
(B)(4). The date of manufacture provided in the initial report was incorrect. The correct date of manufacture is 11/26/2015.